Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the u/d knob broken, the side body cover broken, the light guide base column broken, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, the segment crushed, the objective lens unit scratched, and the ocular trim ring loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of gfe, it was not possible to identify where the objective gluing fell, so it was evaluated to submit the MDR based on technical reports and risk analysis results.